Manufacturer narrative:
Cine image review the provided photo of the distal assembly showed tip damage to the housing of the distal assembly. The photo showed the tecothane bulging out from the housing at the proximal to mid portion of the housing. The location of the damage was on the plane of the housing opposite of the gw tubing. Cine photos 2-3. The customer provided two cine photos of the vessel prior treatment with the hawkone. It is unknown if cine images were before pre dilation was conducted. The images show the vessel with contrast administered. The blood flow observed to the vessel was possibly restricted. Cine photos 4-7: the customer provided 4 cine photos of the vessel during treatment with the hawkone. The cine images show the hawkone inserted the vessel. Each image showed the cutter positioned in an advanced state or retracted state. No damages to the hawkone were observed from the cine. No anomalies during treatment were noted upon evaluation of the hawkone images within the vessel. Cine photo 8: the customer provided a cine image of the vessel post treatment. The provided image showed improved blood flow compared to the pretreatment photos. No anomalies to the vessel were observed. Device evaluation the hawkone and cutter driver were inspected. No damages or anomalies were observed to the cutter driver. The hawkone showed an approximate 90-degree bend to the torque shaft beneath the strain relief. It is likely this damage occurred post procedure and not affiliated with the reported event. The distal assembly was partially loaded inside the distal flush tool. The distal assembly of the hawkone exposed outside of the dft showed damage to the tecothane of the housing. The damage to the housing was at the proximal end of the stainless steel segment of the housing. Under microscope the stainless steal coils are protruding outward with tears to the tecothane which ran parallel with the coils. At the area of damage to the housing, calcified biological debris was observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A2: month and year valid additional information: the patient had prior treatment of the right leg approximately 3 months prior to this event with pta, however relapse was noted post-procedure. The physician reported feeling resistance when the thumbswitch had been turned off and felt as if the thumbswitch did not move up to end the run. Physician retrieved the device from the patient in a safe manner. Prior to observing damage to the device, it was possible to turn off the thumbswitch and consequently interrupt the action of the cutter blade. The physician has reported despite feeling the thumbswitch had not completely moved to the off position, on removal of the device from the patient, the cutter mouth was closed. No abnormalities were noted on the cutter, with no pieces missing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a hawkone directional atherectomy along with a 6fr introducer and non-medtronic embolic protection during procedure to treat a severely calcified lesion in the right proximal, mid and distal superficial femoral artery (sfa) with greater than 80% stenosis. The vessel was pre and post dilated. IFU was followed. Broken nose cone occurred. It was reported that during the procedure the physician felt resistance during the opening of the cutter window. Physician retrieved the device to wash it (it was the second cleaning) and noticed that the nosecone was broken. As visible in the picture attached, the calcium protruded from the nosecone. Pre-dilatation was made with a non-medtronic balloon. The physician treated the entire sfa and completed the procedure with angioplasty and dcb. The patient did not report any injuries.